Event description:
It was reported that insulin did not come out and that the customer experienced high blood glucose levels. The blood glucose reading was 500 mg/dl. The reporter stated that the infusion set was changed and confirmed that insulin did not come from the tip of the cannula. The customer was treated with an insulin pen. Advised return of the infusion set and reservoir for analysis. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).a complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Reliability analysis evaluated 3 sealed reservoirs inspected reservoirs, snap-cap, and septums for anomalies; none were found. The reservoir passed the occlusion test. Concluded that the reservoir was not occluded.